Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The patient reported that they did not feel a sting when they activated the pod and there was no insertion site when the pod was removed, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours on the arm. The patient's blood glucose (bg) values were 210 mg/dl. For treatment, the patient tried a correction bolus.